Event description:
I had a repeat ablation (1st one did not work) and insertion of a watchman device. During the procedure, I sustained a large pericardial effusion requiring insertion of a drainage tube and early cessation of the ablation. Since that time I have suffered with exertional dyspnea. In may, I finally had an echocardiogram which showed severe mr and pulmonary htn (I did not have these problems pre-procedure). I have changed doctors and new doctor is doing more tests but thinks that I am "headed towards mv replacement surgery". I read that in 2021 the FDA was doing more surveillance on the watchman in that statistical data was showing that the procedure for women was much more risky ¿ I was never told this. Cbc: rbc: 2.9, hgb: 8.7, hct: 26, cmp: gfr: 59 bnp: 271 cxr: (l) costophrenic blunting EKG: af with rapid vr cxr: small bilateral pleural effusions nt probnp: 478 gfr: 54 cr: 1.12 CT angiogram: small (l) pleural effusion w/near complete atelectasis on lll echocardiogram: mod - severe mvr, significant pulmonary htn.